Manufacturer narrative:
Additional information received 8/4/2016 that the malfunction reocurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted 315 (mg/dl). The customer took a manual injection. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted 314 (mg/dl). The customer took a manual injection. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.